Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent and unspecified surgical procedure. An unknown time post-op, the patient was diagnosed with an infection. No additional information is available.